Event description:
It was reported the physician placed a lead during the trial procedure and one of the leads revealed high impedances during intraoperative testing. The physician tried to address the issue with repositioning, but the issue persisted. The physician opted to replace one lead to complete the trial procedure. It was reported the pt received effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.